Manufacturer narrative:
Date sent: 10/11/04.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device did not cut correctly. The procedure was finished using a scalpel. There was no reported pt consequence. No further info is available.